Event description:
It was reported that during percutaneous peripheral intervention, balloon rupture occurred. The target lesion was located in the calcified tibial artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced. The balloon was inflated to rated burst pressure however the balloon ruptured at an unknown atmosphere and at an unknown number of inflation. As the device was removed, the balloon material detached from the catheter and it embolized into the leg. Snaring was attempted but was not successful. Two 3.0 mm x 20mm ion stents were used to "tuck up" the balloon. The procedure was completed with a different device. The patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is user error as the device was inflated past rated burst pressure. (B)(4).